Event description:
Device report from synthes (B)(6) reports an event in (B)(6) as follows: it was discovered on (B)(6) 2012 that a screw was labelled with the wrong number. The indicated length was 34 mm while the actual length was 32 mm. It is unknown where this occurred. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. (B)(6). Manufacturing documents were reviewed and no complaint related issues were found. The device was received and evaluated. The investigation of the complained screw shows that the engrave number is indeed wrong. There is evidence that the wrong screw was mixed in following the vibratory grinding process. Line clearance was first implemented for vibratory grinding after the production of the device. In addition, a CAPA was initiated to avoid possible mixtures of bulk goods processes. Since the error occurred in the past, no further measures will be taken at this time. The conclusion is that one step during the manufacturing process was not carried out properly (mix cup during engraving). These particular articles were inadvertently packed without having gone through proper control. As there were no other reported complaints concerning this matter, no further actions have been taken.